Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be corrosion on the membrane pcba due to storage outside of the indicated conditions. On receipt at heartsine the device was unable to be powered on via the on/off button. This was attributed to corrosion within the membrane pcba on the on/off button contact pads. This had resulted in the button failing to make contact with the membrane pcb, therefore the device being unable to be powered on, this had led to the device not producing voice prompts, as per the reported fault. The fault could not be replicated after the corrosion was cleared from the membrane pcb. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.